Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, cause of the damage is likely deterioration over time and impact by the repeated used. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the inner sheath exhibited broken of the ceramic insulation at distal end. There was no patient involvement.